Manufacturer narrative:
Sample collection and centrifugation information were not provided. Quality control results prior to and after the event were within the customer's established ranges. However, quality control was not performed on the misloaded reagent pack. Use error is the root cause for this event. Mdrs associated with this event: 2122870-2011-03752.

Event description:
A customer reported obtaining ind/no value flags and / or normal results for troponin (accutni) on an access 2 immunoassay analyzer, used in conjunction with accutni reagent (lot 110411). The normal results were reported out of the laboratory. While troubleshooting with beckman coulter (bec), it was discovered that an accutni reagent pack was misloaded. The reagent pack was in the incorrect slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Review of the diagnostic copy to disk data indicates three (3) patient samples were analyzed on the misloaded reagent pack. Subsequent testing on the same instrument with a new reagent pack produced an unchanged result for one patient and higher results for two patients. This report is one of two and represents the results for one patient whose initial result was erroneously low and rerun result was higher. 6. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient treatment.